Manufacturer narrative:
(B)(4). The sample is not being returned.

Event description:
It was reported the anesthesia tech has had a persistent problem with the glass vials of medication in his kit. In several instances, he has cut his fingers when "popping" open the vials of 1% lidocaine. He has attempted to employ all methods of safety including double gloves, using a folded 2x2 gauze pad for protection, and cracking open the vial away from his body; however, all instances of injury occurred under these safety observations. He does not know how many time he has cut himself. It is not known if this caused a delay in treatment to the pt and there was no pt death or complications reported. There was no medical intervention required by the anesthesia tech.